Event description:
The event reported by a customer from USA: "all power supply were alright just the prongs were broken. Prongs breaks off into the outlet. Need replacement for 8 pieces of prongs. The event occurred during pm testing. The power cord was made in (B)(4) and is 3 meters long. No other info provided. Delay in therapy: no. Need for medical intervention: no".

Manufacturer narrative:
(B)(4).